Event description:
It was reported the lead would not stay even though the screw had deployed appropriately. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; blood present in/on helix mechanism; full lead analyzed.